Manufacturer narrative:
Based on the results of the analysis, it was determined that the product has not malfunctioned and the cause of the reported incident was a user error. The patient grabbed the edge of the table top as the patient support was moving up to dock with the table top her finger then got squeezed between the patient support and the table top, causing the fracture. During the site visit, the field service engineer once again reviewed and explained the user manual. As arm supports were stored at the site, it was also explained how to use them properly in combination with fixation straps.

Event description:
Philips received a report that an 85 year old woman suffered a broken finger during transfer form the trolley onto the patient table.